Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the isocool disposable forceps appears to have an eyelash found by or team. No patient contact/injury. No surgical delay.

Manufacturer narrative:
The 8135200s isocool tips was returned for valuation. Device history record (DHR) review - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the unopened isocool tips was visually examined, and an eyelash or other hair was found. The bag does not appear to have been opened. Therefore, the complaint is confirmed. Root cause: per the complaint background, eyelash in an unopened isocool forceps tip. The complaint was confirmed in the complaint investigation. A 6m root cause analysis was performed, and the following areas were examined; ¿man¿, ¿method¿, ¿machine¿, ¿materials¿, ¿measures¿ and ¿mother nature¿. The root cause is man, and root cause is likely that the hair was missed during product final inspection and should have been rejected. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a.